Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse) which included going onsite to evaluate the unit. The fse confirmed the customer's alleged malfunction and it was confirmed the unit produced an inoperative message. The fse replaced the faulty speaker assembly to resolve the issue. The unit has returned to working specification. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no sound. The device was not in use on a patient at the time of event; there was no adverse event reported.